Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6. Corrected fields: e2, e3 and g2 correction to g3 of the initial medwatch. The aware date should be 16-feb-2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Based on the results of the investigation the root cause could not be identified; however, it is likely that a faulty power supply printed circuit board led to the malfunction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Customer had received assistance from olympus representative on conference call. Customer was asked to confirm whether the user was using the alternate current (ac)/direct current (dc) power adapter or ac power. Customer did not know the answer during call. Customer wanted to return the subject device. The device was returned and evaluated by the olympus repair. In addition to reportable finding mentioned in reportable event description, the evaluation found bezel screen of the subject device had scratches. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high definition liquid-crystal display (lcd) monitor, intermittently shutdowns and when that occurred the green power indicator did not lit. Customer took the monitor to the shop to test. But could not duplicate the issue when connected the alternate current (ac) power cord to it. There was no report of patient harm associated with the event. The device was returned for evaluation. During the device evaluation found the unit lost power after burning in for 15 minutes due to faulty printed circuit board. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.